Manufacturer narrative:
Additional narrative: puritan bennett was not authorized to either evaluate or repair the device. Repeated messages to the user facility have not been answered. The current status of the device is unknown.

Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The user facility's biomed verified the malfunction and reported problem to puritan, but puritan bennett was not authorized to either evaluate or repair the device. The status of the device is unknown.